Manufacturer narrative:
Product event summary: the device was returned and analyzed; analysis revealed normal battery depletion. Edited eri date from (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room with altered mental status and heart rate in the twenties. On interrogation the device reported power on reset (por) and "elective replacement indicator (eri) on (B)(6) 2012." A temporary pacing wire was placed and replacement of the device was recommended. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted to the emergency room with altered mental status and heart rate in the twenties. On interrogation the device reported power on reset (por) and "elective replacement indicator (eri) on (B)(6) 2021." A temporary pacing wire was placed and replacement of the device was recommended. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.